Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones/beeps functioned properly. However, pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that insulin pump had beep anomaly. The customer's blood glucose was unknown at the time of incident. Customer reported they did hear beeps when audio volume settings were saved. Customer reported they did hear the differences between the two audio beep volumes 1 and 5. The device will be returned for analysis.